Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements in the right ventricular (rv) channel. Trending displayed a few pace impedances spikes from approximately 600 ohms range up to the 2500 ohms range. There were no stored episodes with noise. Boston scientific technical services recommended further testing. The involved rv lead is a non-boston scientific product. No adverse patient effects were reported. This ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).